Event description:
Uneventful percutaneous placement of gastrostomy tube was performed in 1999. Approx 30 hrs. Later, feeds were started but stopped shortly thereafter due to gastric residuals and mild abdominal extension. On day 2 post-procedure, abdominal distension increased and pt was noted to have fever. A g-tube leak study was performed and showed marked gastric antral deformity and gastric outlet obstruction relating to the distal tip of the g-tube. The g-tube was exchanged for a 10fr g-j feeding tube. Pt expired 11/04 due to gastric leak, peritonitis and sepsis.